Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed patterns of elevated blood glucose (bg) levels during the middle of the night. Reportedly, the customer was recently diagnosed with diabetes and was a new pump user, and reported that bg level was most likely due to the personal profile settings requiring adjustment. The customer's blood glucose level ranged from 225 to 275 (mg/dl), and was addressed with correction boluses and manual injections. At the time of the call, the customer's bg level was in the 140's (mg/dl). Recommendation was made by tandem technical support for the customer to consult with health care provider regarding adjustments to the settings. The customer acknowledged the information.